Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the event. Action taken with pd therapy was not reported. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin injection (1 gram, frequency not reported) and fortum (1 gram, frequency and route not reported) for peritonitis. At the time of this report, antibiotics therapy was ongoing. It was reported the patient had recovered from the peritonitis event. Additional information was requested but is not available.